Manufacturer narrative:
Additional information: the device was being used to treat a lesion with medium stenosis in the proximal left anterior descending (lad) artery. The device was being used to pre-dilate the lesion. The device was inspected before use. Negative prep was performed. The device did not pass through a previously deployed stent. Resistance was not encountered when advancing the device and excessive force was not used. The burst occurred on the first inflation. 10 atm of inflation pressure was applied prior to balloon burst. The device was not moved or re-positioned in the lesion while inflated. Device evaluation summary: device returned for evaluation. The device returned with blood visible in the balloon. The balloon failed negative prep. On pressurisation of the device, liquid was observed exiting the balloon proximal cone. The balloon failed to maintain pressure. Upon visual inspection of the device, there was a burst site on the balloon material at the proximal cone. There was no lead in scratches evident around the burst site. There was no other damage evident to the remainder of the device. Correction: initial reporter phone number medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It is reported that a euphora balloon burst in vivo, during a procedure. No patient injury reported.